Manufacturer narrative:
Findings: no button error alarm noted. Unit had intermittent button response on up arrow button due to corroded keypad traces. Unit had a scratched display window and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 306 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.